Event description:
It was reported that the handpiece would not home. The long attachment and bur were re-assembled but this did not work. The gears were moved but were not possible. The customer tried a new handpiece and did not work because the tracker array for the handpiece was bent. A different field report was submitted for that. A troubleshooting test was performed to the handpiece, failing homing as toque was too high. The procedure was changed to manual. No patient injuries reported beyond this event.

Manufacturer narrative:
The device, intended for use in treatment, was returned for a prior investigation. The initial visual inspection found that there were no issues with the gears spinning or the device failing to home; however, the leadscrew nut had become detached from the rest of the drill carrier (broken). This issue occurs when the free portion of the nut retracts but does not move forward when the handpiece extends. When it reaches the back hardstop, it causes the handpiece to have a jam error when it tries to retract again. The device history record was reviewed finding that the device had not previously been returned for anything related to the reported issue. Additionally, the reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports of this issue. The surgical technique guide released at the time of the complaint states the following under indication for use (page 1): the navio surgical system is indicated for use in surgical knee procedures, in which the use of stereotactic surgery may be appropriate, and where reference to rigid anatomical bony structures can be determined. These procedures include unicondylar knee replacement (ukr), patellofemoral arthroplasty (pfa), and total knee arthroplasty (tka). The navio surgical system is indicated for use with cemented implants only. Accordingly, product labeling has been ruled out as a cause of the complaint. This reported event is an identified hazard within the risk file. A relationship has been established between the reported event and the device. The cause of the reported event was due to mechanical component failure.